Manufacturer narrative:
The manufacturer previously reported a failure of the interface board to power the device on. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the interface board failing to power the device on was found to be consistent with physical damage to the housing/windings to transformer (l1).

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.